Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-04945. It was reported that the patient had chest pain after they woke up to find that their controller had shut off. The patient said that the controller turned back on when they attached new batteries. An interrogation of the controller showed a no external power and pump off alarm during this time frame. The controller clock needed to be reset at the clinic on (B)(6) 2023. A review of the log files showed that the patient had connected to fully charged batteries over 24 hours previously and that low power/no external power alarms occurred with normal battery depletion leading up to the pump off event. The patient was seen in the emergency department again for chest pain on (B)(6) 2023. The patient's troponin levels were found to be normal and the patient was sent home. The cause of the chest pain was not determined.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported chest pain could not be conclusively determined through this evaluation. The submitted system controller event log file captured a pump stop event on (B)(6) 2023 due to full depletion of the external 14 volt lithium-ion batteries, as well as the system controller's internal backup battery. No other notable events or alarms were captured. The pump appeared to have operated as intended at the set speed prior to and following the pump stop event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.